Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to gastrointestinal bleeding (gi). The patient presented with dark tarry stools, international normalized ratio (inr) of 1.9 and hemoglobin (hgb) 10.1 g/dl at lowest. During admission the patient had a run of nonsustained ventricular tachycardia (nsvt). The patient speed was reduced from 9600 rpm to 9000 rpm and torsemide dose adjusted. No further issues with ectopy post and discharged on (B)(6) 2019. Hgb at time of discharge was 13.4g/dl. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Bleeding and cardiac arrhythmia are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.